Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and the hrm task did not grant motor power in reasonable time. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the button doesn¿t advance to the next screen. The customer needed to calibrated and couldn¿t waited a day and sensor connected but then the pump said something like it reset pump or something and customer can¿t get the sensor to connected. Checked alarm history and found there were inserted battery, failed battery, delivery stopped and pump error. The customer also got sensor signal, cannot found sensor. The insulin pump will not be returned for analysis.